Manufacturer narrative:
Event date was sometime in (B)(6) 2018. The devices were not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing in the patient line of two (2) homechoice cassettes leaked during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.